Event description:
A customer's meter quit. They stated that they replaced the batteries and now the top half of the display is missing. While on the phone a review of the system was conducted. It was learned that indeed the top half of all three digits were missing. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.